Manufacturer narrative:
One foresight elite tissue oximeter module was returned for evaluation. The device evaluation could not confirm reported customer complaint of an indication in elevation in sto2 values. There was a spring clip missing. No error messages or physical damage was observed. The device passed all functional testing. There was no defect found. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore a root cause could not be established.

Manufacturer narrative:
Additional product codes include: dqe. Catheter, oximeter, fiber-optic. Qaq. Adjunctive predictive cardiovascular indicator. Mud. Oximeter, tissue saturation. Dxn. System, measurement, blood-pressure, non-invasive. Dsb. Plethysmograph, impedance. Qms. Adjunctive open loop fluid therapy recommender. Fll. Thermometer, electronic, clinical. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review was completed and no related non-conformances were found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use in a patient this foresight elite tissue oximeter module indicated an elevation in sto2 values. The expected values were around 70%, but the displayed values exceeded 90%. No treatment was administered to the patient based on the inaccurate values. When this foresight elite tissue oximeter module was replaced, the issue was resolved. There was no allegation of patient injury. The device will be available for evaluation.